Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged and stretched distally towards the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found mild evidence of bends along the hypotube shaft. This type of feature is consistent with the delivery catheter being used to access the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 85% stenosed, 18x3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.00x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.